Event description:
It was reported that on (B)(6) 2009 patient underwent an l4-5, l5-s1 decompression and posterior spinal fusion, autograft, local spinous process and lamina, allograft chips and bmp to l4-5, l5-s1, bone marrow aspiration from iliac crest, non-segmental stabilization with nufix facet fixation device. (B)(6) 2010 patient presented with c/o back, left hip <(>&<)> leg pain. Per medical records ¿MRI l-spine revealed- l3-4, l4-5 diffuse disc bulge, edema, foraminal narrowing; l5-s1 edema, 5-6 mm retrolisthesis.¿ (B)(6) 2010, (B)(6) 2011, (B)(6) 2011 patient presented for esi for continuous lbp w/radiation <(>&<)> numbness (B)(6) 2010 esi patient presented with c/o chronic lbp, left leg radiculitis, l3-l5 disk bulges. (B)(6) 2010 patient presented for a f/u with c/o esi really not helping; per medical records ¿pain has gotten to the point he wants to consider surgery when cooler weather - probable l3-4 lateral decompression <(>&<)> fusion + add'l decompression at l4-5.¿ (B)(6) 2011 patient presented with c/o lbp, left hip <(>&<)> leg pain. MRI l-spine from about a year ago showed stenosis l3-4 <(>&<)> l4-5 - lortab, muscle relaxer, mobic. (B)(6) 2011 MRI l-spine showed ¿l3-4 broad-based disc bulge causing bilateral foraminal stenosis, edema in lower half of posterior l3 sp inous process, l4/l5 broad-based sic bulge producing recess narrowing and retrolisthesis of l5 on s1.¿ patient also had a ¿ctl-spine due to lbp which showed lateral bone grafts at l4 <(>&<)> l5 levels which do not appear to have undergone fusion.¿ 1/30/12 patient presented for CT scan which showed pseudoarthrosis at l4-5 <(>&<)> l5-s1. Per op report patient underwent ¿l4-5, l5-s1 alif, l4-5 <(>&<)> l5-s1 decompression, recurrent stenosis, allograft nucel <(>&<)> dbx to l4-5 <(>&<)> l5-s1.¿ (B)(6) 2012 patient presented with c/o bilateral hip <(>&<)> significant increase in left leg pain ¿per medical records a MRI planned due to worsening radicular symptoms. (B)(6) 2012 MRI l-spine showed l3-l4 broad-based disc bulge with bilateral foraminal stenosis; findings appear slightly worse than on previous exam and bone edema involving the inferior endplate of l4 and superior endplate of l5. (B)(6) 2012 MRI shows a lot of edema at 4-5 level - probable lumbar pseudoarthrosis (B)(6) 2012 CT l-spine -l3-4 does not demonstrate significant osseous bridging; l5-s1 attempting bridging in the interspace <(>&<)> across facet joints (B)(6) 2012 CT scan shows 4-5 level for sure not fused, 5-1 looks like it is trying to fuse but I would probably call it not fused either - dx lumbar pseudoarthrosis. (B)(6) 2013 per op report ¿patient underwent l4-5, l5-s1 posterior spinal fusion, autograft local spinous process portion of the facet joint, allograft bone chips <(>&<)> nucel to l4-5, l5-s1, there were some spotty bone islands but no bridging bone.

Manufacturer narrative:
(B)(4).